Event description:
The complainant reported that following an obtyx mid-urethral sling system implant performed in 2005 (exact date unknown), the pt has had severe bladder issues. Continued attempts are being made to identify the facility and to obtain additional pt and event info.

Manufacturer narrative:
The device model/catalog numbers and lot number are not known; therefore, the device manufacture date and expiration date can not be determined. Information was completed by the manufacturer based on info obtained from the complainant. The device has not been returned for eval; therefore, a failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.